Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace curved shears instrument tip was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell in the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad is torn at the distal end of the pad. A piece approximately 0.3900" x 0.0520" was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned / returned. The complaint regarding the tip of the harmonic ace is broken, was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: the images provided by the customer indicate the teflon pad has a missing piece, aligned with final fa findings in the RMA.

Manufacturer narrative:
Correction to text. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad is torn at the distal end of the pad. A piece approximately 0.3900" x 0.0520" was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. The complaint regarding the tip of the harmonic ace is broken, was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.